Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The stapling devices were being applied to the stomach. The third firing from the base moving up. There was a problem unloading the device. The reload was jammed shut and could not be removed from the handle. The stapler was able to fire. The jaws of the device locked onto the tissue. To remove the device, the black pull back handles were pulled back as far as possible and the instrument was pulled off. In order to resolve the issue and complete the case, a new manual stapling handle and reload were opened and the surgeon continued with the intended staple line. There was no patient harm. The patient outcome is alive, no injury. The patient's medical history is a pervious cholecystectomy procedure eight years ago.